Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found that the video connector cannot be connected (printed circuit board failure). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center, socket video connector cannot be connected. The issue occurred during the receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. For the intermittent image malfunction, based on the results of the investigation and the information provided, the probable cause of the malfunction would likely be related to failure of the dr board failure on the patient board set (ap/dr). For the video connector cannot be connected malfunction based on the results of the investigation and the information provided, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.